Event description:
It was reported that the rad-8 does not remain powered on after ac power is removed. The rad-8 does not work on battery. Add'l info was received that indicated the unit did not stay charged. Also, there were no audible alarm or error messages observed. No pt incident reported.

Manufacturer narrative:
The returned device was evaluated, the reported issue of the unit shutting down when the ac power was disconnected by the customer was duplicated. The battery was found to be defective. The unit was able to charger a known good battery to full charge and performed as intended. No pt incident reported. A service history review reveals that this unit was in the field for over 3 years with no previous reported issues prior to this reported event.